Manufacturer narrative:
Device history record summary: the documentary research in the batch file shows that no element could explain these reactions: all the manufacturing steps and all the physicochemical and microbiological results (endotoxins, bioburden) are registered as conforming to the specifications. The sterilization cycle is registered as conforming.

Event description:
Healthcare professional reported patient was injected to the nasolabial groove with juvéderm ultra¿ xc. On that same day patient developed "labial ischemia on left upper lip" and whitening, unpainful. The event was "proved and followed by doppler without occlusion, only inflammatory reaction around it (phlebitis)". The patient was treated with warm compress, three injections of hyaluronidase, oral corticoids, clavulin, cilostazol, xarelto, and five sessions of hyperbaric medicine. Symptoms "evolved without necrosis, but with exulcerations that have been resolved without scars." Symptoms resolved in "two weeks". Patient was taking topiramate and contraceptive at the time of injection and had a dental treatment one week ago.

Manufacturer narrative:
.

Event description:
Upon further review, MDR ID #3005113652-2016-00542 (allergan complaint #1(B)(4)) is a duplicate for the same event, same patient, and same suspected product for this MDR.

Manufacturer narrative:
(B)(4). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of ischemia, whitening, inflammatory reaction, phlebitis, and exulceration are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling addresses the reported events of ischemia, whitening, inflammatory reaction, phlebitis, and exulcerations as follows: contra-indications: ¿ "do not inject into the blood vessels (intravascular)." Undesirable effects: "the patient must be informed that there are potential side effects linked to this procedure, which can be either immediate or delayed. These include, but are not limited to: ¿ inflammatory reactions (redness, oedema, erythema, etc.) Which may be associated with itching or pain on pressure or both, occurring after the injection. These reactions may last for a week. ¿ staining or discolouration of the injection site. ¿ patients must report inflammatory reactions which persist for more than one week or any other secondary effect which develops, to their medical practitioner as soon as possible. The medical practitioner should treat these as appropriate."

Event description:
Healthcare professional reported patient was injected to the nasolabial groove with juvéderm ultra¿ xc. On that same day patient developed "labial ischemia on left upper lip" and whitening, unpainful. The event was "proved and followed by doppler without occlusion, only inflammatory reaction around it (phlebitis)". The patient was treated with warm compress, three injections of hyaluronidase, oral corticoids, clavulin, cilostazol, xarelto, and five sessions of hyperbaric medicine. Symptoms "evolved without necrosis, but with exulcerations that have been resolved without scars." Symptoms resolved in "two weeks". Patient was taking topiramate and contraceptive at the time of injection and had a dental treatment one week ago.